Event description:
It was reported that an ilet pump required replacement because the screen delaminated, and customer support completed troubleshooting and education with no alerts or alarms reported. Symptoms included no reported clinical effects. Outcomes included no reported impact on health. Investigation included complaint intake and product technical review based on user report. Investigation of this case revealed a screen integrity issue consistent with delamination of the display assembly, with no indication of device alarm or operational fault. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display assembly.